Manufacturer narrative:
Cracked touchscreen confirmed.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It reported that the pump touch screen became cracked. It was also reported that the customer went to the emergency room (ER) after experiencing an elevated blood glucose (bg) level of 457 and small ketones. Customer was treated with intravenous insulin and released from the ER 4 hours later with a bg level of 157 (mg/dl). After the ER visit, customer then experienced an elevated bg level of 254 (mg/dl) and delivered a correction bolus to address bg level; however, elevated bg levels persisted. System check with tandem technical support indicated the pump was performing as expected. Recommendation was made to change infusion site and contact reported they are in touch with customer's health care provider. Current pump will continue to be used for diabetes management.